Event description:
It was reported that vessel perforation occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 15f isleeve introducer was placed. There was difficulty advancing a 23mm lotus edge valve through the 15f isleeve introducer sheath. Eventually the physician was able to get the 23mm lotus edge valve through the 15f isleeve introducer sheath. The 23mm lotus edge valve was successfully deployed. At the end of the procedure, a perforation to the femoral artery was noted. The patient went to surgery where a fem-fem bypass was performed. The patient status is good.

Event description:
It was reported that vessel perforation occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 15f isleeve introducer was placed. There was difficulty advancing a 23mm lotus edge valve through the 15f isleeve introducer sheath. Eventually the physician was able to get the 23mm lotus edge valve through the 15f isleeve introducer sheath. The 23mm lotus edge valve was successfully deployed. At the end of the procedure, a perforation to the femoral artery was noted. The patient went to surgery where a fem-fem bypass was performed. The patient status is good. It was further reported that the cause of the previously reported perforation and surgery was attributed to the 15f isleeve introducer sheath.

Manufacturer narrative:
B6 describe event or problem - updated. H6 patient codes - updated.